Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2014, to the present date (B)(6) 2020, and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs.

Event description:
It was reported that the device had a bad pressure disk. No patient involvement was noted.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a bad pressure disk. No patient involvement was noted.